Event description:
It was reported the patient's blood glucose level rose to 12-16 mmol/l (216 - 288 mg/dl) while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site, the pod's cannula was found bent. The patient also reported there was no insulin delivery during bolus.

Manufacturer narrative:
The physical device was not returned for investigation. Review of the user data from the insulet cloud system found that a pod with the sequence number reported was used between 22:50 on (B)(6) 2026 and 20:16 on (B)(6) 2026. The data from this period was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used only in automated mode during this period. The automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts as estimated glucose values increased. The cloud data showed multiple bolus records during this period. Comparison of the bolus records to the phb data confirmed that each bolus was actively delivered by the pod, as the total pulses delivered count increased correctly based on the total bolus volume of each bolus after delivery of each bolus. No evidence of a failure to deliver microboluses or user-initiated boluses was observed in the available cloud data. It could not be conclusively determined if the cannula was bent or kinked without physical inspection. The exact cause of the reported bent/kinked cannula could not be determined from the available cloud data. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.